Event description:
A malfunction alarm, identified as malf 16, was reported in the customer's pump, which was found to be not resettable. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy to ensure continued insulin delivery. Tandem technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it, using a pre-paid label within 10 days. A replacement pump was arranged for the customer.